Manufacturer narrative:
Additional information: the patient expired because of severe brain damage. The controller is coming back. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was hospitalized for fever, pneumonia and neurological issues. Vad coordinator recognized that there have been around 70 controller power up and motor restart events. Vad coordinator mentioned that this could have been intentionally /accidently by the patient, because of the fever. The controller was checked by vad coordinator without any issues. There have been no more power ups / motor restarts since the event day. It was a kind of delirium, probably caused by the fever that attributed to this motor starts. The patient died on (B)(6) 2016. The hospital doesn't believe that it was related to the system, they will ship back the controller if it hasn't been discarded.

Manufacturer narrative:
Patient death is not related to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Removed explanted date. Explanted date does not apply to peripheral component. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed 72 controller power-up events logged on (B)(6) 2016 between 14:00:14 hours and 20:39:48 hours. These events indicate that both power sources were disconnected from the controller. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level no failure detected, the reported event could not be duplicated at the bench level.. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Based on information received from the field and device evaluation the reported event (double disconnect) is most likely related to the patient's clinical condition. The patient was diagnosed with pneumonia and presented to the hospital with fever, delirium, and neurological issues all likely a result of his clinical condition and hypoxia related to numerous double disconnects. The site also reported that the double disconnects may have been intentionally /accidently caused by the patient as a result of the fever. The controller was returned for evaluation and passed visual and functional evaluation. There is no evidence that a failure of the device caused or contributed to the reported event or the patient's outcome of death. The source of the patient's infection was reported as pneumonia, which has no relationship to the device, procedure or therapy; therefore, the reported infection/sepsis is not reportable to MDR, mdv, or (B)(6). The patient's double disconnects are a result of use error. The outcome of death as a result of severe brain damage may have multiple causation including, complications related to fever and pneumonia diagnosis and hypoxia related to multiple double disconnects. The user error and resulting patient outcome are reportable to MDR, mdv, & (B)(6). There are patient factors that may have contributed to this event. The instructions for use and patient manual warns that disconnecting the controller from the driveline and/or disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Keep a spare controller and spare, fully charged batteries available at all times in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Based on the available information there is no indication of any device malfunctions or performance issues, although clinical factors may have contributed to the reported event include anticoagulant therapy and related comorbidities including history of infection. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility and there are patient, procedural, and pharmacological factors that may have contributed to this event. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed controller power-ups and motor start events, indicative of a disconnection of both power sources. Upon further review, multiple momentary disconnections were logged prior to several losses of power. These momentary disconnections may have been accidentally caused by the patient, as described in the event details. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Note: the returned controller had been upgraded to the smr. No failure detected, the reported event could not be duplicated at the bench level. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.